Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller internal fault alarm was confirmed via the log file review. The log file contained 240 events spanning approximately 6 days ((B)(6) 2021 to (B)(6) 2021 per the timestamp). Intermittent pump stops were observed on (B)(6) 2021 from 06:25 to 06:26 while the device was connected to a power module. The pump speed returned above the lsl. The pump stops correspond with a vcc out of range alarm (internal error code 55). This event coincided with replace controller and yellow wrench alarms that activated due to an a/d converter fault (internal error code 49), backup processor fault (internal error code 50), or time base fault (internal error code 51). The pump stop will be investigated under (B)(4). The driveline was disconnected on (B)(6) 2021 at 06:32 for a controller exchange. No other notable alarm was observed. The returned hm2 system controller, serial (B)(6) , was functionally tested and passed all steps. The controller was connected to a mock circulatory loop for an extended period of time without activating an alarm. A root cause of the reported event was not determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use (rev. C) section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook (rev. C) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including replace controller faults and pump stops. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on (B)(6) 2020. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that the patient's device alarmed audibly for a controller fault with the yellow wrench illuminated while the device was connected to the system monitor. The controller was exchanged without issue by a bedside nurse. The ventricular assist device (vad) coordinator attempted to connect to the system monitor and download history but the system monitor screen was blank with a "not connected" message. The vad coordinator verified the system monitor worked with a different controller as troubleshooting.